Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative error code was found in the device's error log. The system and central processing unit board need to be replaced to resolve the issue. No repairs were performed. The unit has been scrapped.